Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that no tick was heard after a head nurse connected the oversleeve portion of the extension tubing (i.e. Joint) to the catheter. After a gentle pull of the joint, it was disengaged. The joint of a total of three kits of catheters occurred the problem of loose engagement. This report addresses the second device.